Manufacturer narrative:
Device received with blank display due to moisture damage at electronic. Device received moisture damaged at motor. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip.

Event description:
Customer's wife reported via phone call that the device would not turn on. Device had a blank display and it vibrated when the battery was inserted. Customer's blood glucose was 145 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.